Event description:
Description of event according to initial reporter: an (B)(6) male patient underwent taa repair. To perform tevar, the landing length was not long enough, so landing in zone 1 was planned to gain 28mm in greater curvature and 23mm in lesser curvature. The access vessel (left) had a thin part as 6.5mm, but calcification or thrombus were not observed. Therefore zenith alpha was chosen. Shaggy aorta was confirmed in the aorta arch to the descending aorta. After the user placed zta-p-38-167-w1(e4213845) in the descending aorta, he attempted to place zta-p-40-217-w1(e4160515) in the aorta arch and the proximal side was deployed at the planned site without problem, but the proximal neck was bent in the lesser curvature due to strong pro-form tie function when he attempted to deploy the distal side of the stent graft. Additionally, the stent graft migrated approx. 10mm distally in a way it pulled into the aneurysm. And then, proximal type I endoleak was confirmed by angiography. There is no 40mm of distal extension and the proximal neck was not straight, zta-p-40-117-w1(e4089978) was selected to treat proximal type I endoleak. It was firmly placed right below zone 1 and the endoleak was resolved. The procedure was completed without any other problems. Additional information received (B)(6) 2022: the stent graft was placed as the proximal edge was locating at the starting line of zone 1. Placing the additional zta-p-40-117-w1 had no difficulty. Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA p140016. (B)(4). Investigation is still in progress.

Event description:
Additional information received 18nov2022: the complaint device was going to cover the lcaa but it migrated approx. 10mm distally, so the physician placed another zta-p-40-117-w1 (e4089978). So the complaint device and/or zta-p-40-117-w1(e4089978) covered the lcaa as originally planned.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: an 80-year-old male patient underwent taa repair. To perform tevar, the landing length was not long enough, so landing in zone 1 was planned to gain 28mm in greater curvature and 23mm in lesser curvature. Per additional information it is reported that lcca was covered and a by-pass was performed. The left access vessel had a thin part as 6.5mm, but calcification or thrombus were not observed, therefore, zenith alpha was chosen. Shaggy aorta was confirmed in the aorta arch to the descending aorta. After the user placed zta-p-38-167-w1 in the descending aorta, he attempted to place zta-p-40-217-w1 (complaint device) in the aorta arch and the proximal side was deployed at the planned site without problem, but the proximal neck was bent in the lesser curvature due to strong pro-form tie function when he attempted to deploy the distal side of the stent graft. Additionally, the stent graft migrated approx. 10mm distally in a way it pulled into the aneurysm. And then, proximal type I endoleak was confirmed by angiography. There is no 40mm of distal extension and the proximal neck was not straight, zta-p-40-117-w1 was selected to treat proximal type I endoleak. It was firmly placed right below zone 1 and the endoleak was resolved. The procedure was completed without any other problems. Per additional information it is reported that the sales representative suggested to use a balloon to straightened the proximal neck, but the patient had shaggy aorta, so the physician decided not to use a balloon. Instead the proximal neck was straightened by placing the zta-p-40-117-w1, which also treated the type 1 endoleak. Review of the device history record gave no indication of the device being produced out of specification. The IFU states that "the zenith alpha thoracic endovascular graft is designed to treat proximal aortic necks (distal to either the left subclavian or left common carotid artery) of at least 20 mm in length. Additional proximal aortic neck length may be gained by covering the left subclavian artery (with or without discretionary transposition) when necessary to optimize device fixation and maximize aortic neck length." Consequently landing in zone 1 and covering the lcca is outside the IFU. No pre-procedure or procedural images is provided. Based on the provided information an exact cause for the event could not be established, but it is possible that landing the device in the aortic arch could potentially have contributed. Cook will reopen the investigation if further information or images is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.